Event description:
Dealer stated that the joystick for a (B)(4) power chair won't turn off, intermittently, says goodbye. Dealer has to unplug and plug it back in again to get the joystick to work, then it will default again.